Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a maryland bipolar forceps to perform failure analysis. Failure analysis investigations did not replicate and not confirm the customer complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grip tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not operating correctly. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument did not open and move correctly when the surgeon gave an input via the surgeon side console (ssc), which caused the customer to use another replacement instrument. The customer noted that the instrument still had 8 lives remaining and no visible cables looked frayed. There was no harm to the patient.